Event description:
It was reported there was a motor stall that had been confirmed in the attention dialogue box. It was not known when the motor stall occurred or if the patient had any symptoms. It was later reported the logs indicated that there were several sets of motor stalls and recoveries with tube set messages. It was later reported the patient had no symptoms and the cause of the stall was unknown. The pump was being used to deliver morphine. Seven motor stalls and motor stall recoveries were seen in the event logs starting (B)(6) 2013 with three stalls showing the ¿stopped pump period may exceed tube set¿ message. Additional information received reported the patient was doing great after the pump was replaced. The old pump was sent for culture.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).